Event description:
The device was used during an esophagus procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.